Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console experienced issues with the operator's head not being tracked by the head tracker. Wear and tear was noted to the operator's 3d glasses. A different pair of 3d glasses was used and the head tracking system worked and the operator was able to enter into tele-operation. Evaluation of the logs indicated that there were multiple instances of the head tracker not detecting the operators head as engaged. As a result, tele-operation was not possible. An error code was triggered associated with prevention of the position control. Evaluation of the surgeon console confirmed the reported condition. The investigation identified the most likely cause could be traced to a component failure as the surgeon 3d glasses were worn out. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the surgeon console continually lost head tracking, which prevented the surgeon from working properly. The height and tilt of the surgeon console screen and the height of the chair were adjusted. The glasses were also swapped out. This did not resolve the issue. If the surgeon moved very close to the screen in a very uncomfortable position, the head tracking worked correctly. The lenses of the head-tracker were checked for stains or smudges and the cable on the back of the head tracker camera was checked for proper connection, but this also did not resolve the issue. The surgeon glasses will be replaced due to wear. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the surgeon console continually lost head tracking, which prevented the surgeon from working properly. The height and tilt of the surgeon console screen and the height of the chair were adjusted. The glasses were also swapped out. This did not resolve the issue. If the surgeon moved very close to the screen in a very uncomfortable position, the head tracking worked correctly. The lenses of the head-tracker were checked for stains or smudges and the cable on the back of the head tracker camera was checked for proper connection, but this also did not resolve the issue. There was no patient injury.